Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that patient was picking at generator site and picked out the generator. The generator site then became infected and the and the device was explanted. Device history records were reviewed and showed that both the lead and generator were properly hp sterilized prior to distribution. Both device passed all functional specifications as well prior to distribution. No additional or relevant information has been received to date.

Event description:
The physician had confirmed that the device was extruding from the skin. No additional or relevant information has been received to date.